Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# unknown, explanted: (B)(6) 2013, product type catheter. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
Additional information reported that both the pump and catheter were removed. A rotor study had been done on the pump and found that the motor-head had moved 50 degrees counterclockwise. No alarms or motor stalls were found on that pump. After the replacement, the patient was doing fine and was experiencing a good effect.

Event description:
It was reported the patient experienced a light under dose symptom of increased spasticity. A volume discrepancy occurred. The expected volume was 1.6ml. The actual volume was 10ml. The cause of the discrepancy was in the pump when aspirating. Troubleshooting was performed. A x-ray of the catheter revealed no abnormalities. Motor roller study revealed no abnormalities on the pump. During the follow up on (B)(6) 2012 the pump was not delivering what it should. The expected volume was 13.5 ml, the physician aspirated 17 ml. Patient status was 'alive - no injury/no adverse event.' It was indicated the patient was not receiving effective therapy and the patient was waiting for a catheter revision that was planned for next year. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8709sc, lot# unknown, implanted: (B)(6) 2011, product type catheter. (B)(4).